Manufacturer narrative:
B3: event date: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that the balloon was ruptured and was left inside of the patient. A 14-4/5.8/75 xxl balloon catheter was advanced for dilatation. Before reaching its burst rate pressure, the balloon burst and sheared off inside the patient. The piece of balloon left in the patient was able to be stented in position. The procedure was completed with a different device. There were no patient complications reported.